Event description:
It was reported that the patient had phrenic nerve stimulation from the right ventricular (rv) lead. The rv lead was reprogrammed and the issue was resolved. The lead remains in use. The patient is enrolled in the adapt response study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.